Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The consumer reported that he was going to have a surgery on his hand. The patient had a return of symptoms and did not know if there was a problem with the device. The implant was to help with the pain in his pinkie/hand and he was experiencing severe pain in the elbow and arm the device was indicated for. The device had helped him but stopped helping with the pain in (B)(6) 2015. The patient stated he had his implant as high as it could go. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Upon further review (B)(4) no longer apply. (B)(4) now applies.